Event description:
It was reported that a clearlink system continu-flo solution set, 4-way stopcock extension set, had leaked. The customer stated that the leak was from between the drip chamber and the tubing. This issue occurred in the emergency room. There was patient involvement, however there was no adverse event reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.